Event description:
During follow-up, the estimate of battery longevity on the device was shorter than expected. The device was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The device was analyzed for the reported longevity anomaly. Review of the device image (entire memory contents) revealed that an elective replacement indicator (eri) was falsely triggered when the battery voltage was above eri. The alert was consistent with the device pacing in high output mode (hom). The device reached true eri during analysis in the laboratory. Longevity calculations based on device usage determined that the battery depletion to eri was normal. The device was functionally tested on the bench, and no electrical or mechanical anomalies were identified.